Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)was part of a system revision due to methicillin-resistant staphylococcus aureus infection. There were no additional adverse patient effects reported. The crtd was explanted.